Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the needle would not retract was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed the deployment system for an accucath device. The device exhibited evidence of use. The catheter had been removed from the needle and the safety mechanism had been activated. Even though the safety mechanism had been activated, the distal end of the needle remained extended from the handle. No portion of the guidewire extended from the needle. The guidewire was looped and extending from the distal end of the handle. The guidewire was most likely extending through the flash port. With the guidewire in this position, the needle could not fully retract within the handle. Since the photo demonstrated the reported event, the complaint was confirmed. Based on the position of the guidewire, it is possible that the guidewire was advanced against resistance, or the safety mechanism was activated when the guidewire was partially or fully retracted; however, the exact cause of the reported even could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "one of our accucaths that would not retract and then looped the guidewire. The nurse said that it came out of the patient looped." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "one of our accucaths that would not retract and then looped the guidewire. The nurse said that it came out of the patient looped." No other information was provided.